Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer's blood glucose(bg) level was in the 300's (mg/dl). The customer delivered a manual injection for correction to bg level. It was indicated that the customer had alternate insulin therapy available.